Manufacturer narrative:
The glucose reagent lot number was 809710. The reagent expiration date was requested, but not provided. The field service engineer checked the rinse nozzles and these were ok. All probes were in good condition and were not dirty. The probe rinse stations and gear pump pressure were ok. Precision studies passed. The sample was checked and it was clear, with no fibrin. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 137 mg/dl and it repeated as 92.7 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 91.3 mg/dl.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.